Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Black attune system impactor 254411003 is scored and shedding plastic particles into the knee during impaction, especially when impacting the notch of cr femoral implants. Not the first time this has occurred, but as it is occurring with every use of this instrument the surgeon has now complained. No surgery delay. Action taken when event occurred: washout of the joint post impaction with pulsatile lavage. Procedure successfully completed. Required washout to remove generated fragments.,

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: lot information not available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received indicated that the attune impactor did not break into pieces, is was scored and shedding plastic particles. Procedure completed successfully, however surgeon was concerned that plastic fragments/particles will remain within the joint, despite performing a washout.